Event description:
It was reported that this lead was repositioned due to the lead dislodged. Dislodgement was confirmed by loss of capture, sensing issues, and x-ray. No patient adverse patient effects were reported.